Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the clinical nurse specialist that the outflow graft was pre-clotted per the hospital's normal procedure. The graft was then implanted and once in place, the entire length of the graft was observed to be leaking. The surgeon stopped the bleeding by using more of the pre-clotting material and adding taseal.

Manufacturer narrative:
The pt remains on lvad support with no further issues. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.